Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/fallopian tube perforation') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea (cramping)") and hypersensitivity ("allergy: other") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, dysmenorrhoea, hypersensitivity and weight increased outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, hypersensitivity, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff treatment for bleeding ,allergy and fallopian tube perforation ,pain and migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: no specified ,results of confirm. Test perforation; on (B)(6) 2017: no specified ,results of confirm. Test right: occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: case become valid, patient demographic, lab data, essure start stop date added. Event injury to herself replaced with dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, general abnormal bleeding, allergy: other, perforation: fallopian tubes, weight gain and outcome were added. On 6-sep-2019: plaintiff fact sheet received, new reporter, lab data, essure start stop date and event migration were added. Follow-up 3rd and 4th process together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/fallopian tube perforation/migration of essure device location of device: left side of the pelvis') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. C51080) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. (B)(6) 2016 urine pregnancy test: a urine pregnancy test was performed today and the result was negative. (B)(6) 2017-surgical pathology report final diagnosis: a. Left fallopian tube (segment resection): fallopian tube with patent lumen. Large paratubal serous cyst. B. Right fallopian tube (segment resection): fallopian tube with patent lumen. Concurrent conditions included paratubal cyst. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal pain ("vaginal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea (cramping)") and hypersensitivity ("allergy: other") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, dysmenorrhoea, hypersensitivity, weight increased, menorrhagia, vaginal haemorrhage and dyspareunia outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff treatment for bleeding ,allergy and fallopian tube perforation ,pain and migration. Insertion details- right-3 coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: no specified ,results of confirm. Test- perforation; on (B)(6) 2017: unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs+mr received- lot number were added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginal pain, dyspareunia (painful sexual intercourse) were added. New reporter, race, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/fallopian tube perforation/migration of essure device location of device: left side of the pelvis') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. C51080) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included paratubal cyst. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal pain ("vaginal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), hypersensitivity ("allergy: other") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, hypersensitivity, menorrhagia, vaginal haemorrhage, vulvovaginal pain, dyspareunia, weight increased and back pain was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for bleeding, allergy and fallopian tube perforation, pain and migration. Insertion details- right-3 coils were seen. Discrepancy noted in essure insertion date: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: fallopian tube implant on right. Left-sided fallopian tube implant is not visualized. Left lower lobe lung nodule.. Hysterosalpingogram - on (B)(6) 2016: perforation/non visualized left essure. Left fallopian tube patency demonstrated (per mr); on (B)(6) 2017: unilateral occlusion (right tube occluded). Pathology test - on (B)(6) 2017: left fallopian tube (segment resection) with patent lumen and large paratubal serous cyst. Right fallopian tube (segment resection) with patent lumen. Pregnancy test - on (B)(6) 2017: result was negative. Ultrasound pelvis - on (B)(6) 2017: uterine fibroid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received: event lower back pain added. Event outcome of dysmenorrhoea, hypersensitivity, menorrhagia, vaginal haemorrhage, vulvovaginal pain, dyspareunia and weight increased was changed to recovering/resolving. Lab test and patient's demographic information was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/fallopian tube perforation/migration of essure device location of device: left side of the pelvis') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. C51080) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included paratubal cyst. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal pain ("vaginal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea (cramping)") and hypersensitivity ("allergy: other") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, dysmenorrhoea, hypersensitivity, menorrhagia, vaginal haemorrhage, dyspareunia and weight increased outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for bleeding ,allergy and fallopian tube perforation, pain and migration. Insertion details- right-3 coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: no specified, results of confirm. Test- perforation; on (B)(6) 2017: unilateral occlusion (right tube occluded). Pathology test - on an unknown date: final diagnosis: a. Left fallopian tube (segment resection): fallopian tube with patent lumen. Large paratubal serous cyst. B. Right fallopian tube (segment resection): fallopian tube with patent lumen. Concurrent conditions included paratubal cyst. Pregnancy test - on (B)(6) 2017: a urine pregnancy test was performed today and the result was negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.